Event description:
It was reported that insulin gauge displayed fill estimate much lower than expected with multiple cartridges over several weeks, with pump showing about 50 units when caller expected about 240 units and differences greater than 30 units during each event. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue each time by reloading same cartridge, declined email resources, and was advised by technical support to call back for troubleshooting if problem occurred again, which caller acknowledged.